Event description:
Bleeding due to "cuff-roll" upon removal. The indwelling period was 30 days.

Manufacturer narrative:
The complaint of the distal end of the balloon being too thick "cuff roll" is confirmed, the exact root cause is unk. During functional testing the balloon was inflated with a 10cc syringe filled with water. The balloon inflated with no difficulty and no leaks were observed during inflation. During water retraction the walls of the balloon were observed collapsing in a uniformed manner. The incident of "cuff roll" was observed upon deflation of the balloon. The "rolling" of the balloon material is located at the distal end of the balloon. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.